Manufacturer narrative:
Lead: model # 39565-65, lot # n210313004, implanted 2009 (B)(6), explanted unknown; recharger: model # 37752, lot # nka127527n; programmer: model # 37741, lot # nke128422n.

Event description:
It was reported there was an issue with recharger / recharging. Display showed "call your doctor" icon. The patient was assisted with clearing por (power on reset) screen which resolved the issue. Patient then had the normal recharging screen. The patient was on program a at 3.2. Also noted was that the patient experienced an overstimulation sensation. Whenever the patient turned his ins on "it gets him real good" because he needed high settings. The patient noted stim "feels good" now. If additional information is received, a follow up report will be sent.